Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a high voltage lead failure fault code when interrogating the device mid november, 2004.